Manufacturer narrative:
(B)(4).

Event description:
It was reported in a journal article that 120 patients underwent a procedure to treat a gynecologic malignancy and a reservoir was connected to a drain which was placed in the subcutaneous tissue. The reservoir continuously absorbed subcutaneous discharge in negative pressure and was withdrawn on postoperative day two. Post operatively, the incidence of wound separation was three out of 120 patients.